Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 31.9-32.0cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a generator change when the rv lead had elevated thresholds. A fluroscopy of the rv lead showed externalized conductors. The lead was extracted and replaced. The patient will continue to be monitored.